Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in aortic position. During the procedure, the initial valve and commander got stuck in the esheath near the right common/external iliac bifurcation. The physician was unable to advance the valve any further after changing angles and reattempting to advance. The valve did not exit the tip of the esheath and there was no damage on the sheath. The system was removed as one unit and a new esheath, delivery system, and valve were prepped. The second valve also got stuck at the same spot, and the physician noticed that the partially expandable part of the sheath had "popped off" or had become disconnected internally from the sheath hub but the outer layer was still connected to the hub. After multiple attempts, a different physician was called into the room and they were able to advance the valve through the esheath to deploy successfully. The team did add propofol through the side port on the last attempt that was successful. Once the device was removed, the strain relief disconnected entirely. The perceived root cause of the event is not known. All devices were prepared per the IFU and the vessels were pre-dilated to 16fr. There was no difficulty inserting the esheaths into the patient, the expansion tool was used, and the loader was able to be fully inserted into the sheath housing. The esheath was not inserted at a steep angle. There was no patient injury during the procedure. The provided post-procedural device photos were reviewed and showed separation of the sheath shaft from the hub, with the strain relief stretched over the proximal edge of the shaft. No strain-relief material or shaft material was visible within the hub.

Manufacturer narrative:
Investigation is ongoing.